Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parent reported that the user developed ulceration in the scalp over the implant in early march 2025 with confirmed necrosis and was treated with the mupirocin ointment prescribed by the physician. The user had a skin flap repair surgery and was explanted. Re-implantation is considered when the skin flap has been healed.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely an infection at the scalp over the implant. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. This is a final report.

Event description:
The parent reported that the user developed ulceration in the scalp over the implant in early (B)(6) 2025 with confirmed necrosis and was treated with the mupirocin ointment prescribed by the physician. The user had a skin flap repair surgery and was explanted. Re-implantation is considered when the skin flap has been healed.